Event description:
The patient received two inappropriate shocks and presented to the emergency room where the patient was hospitalized. Interrogation of the device found noise with oversensing on the right ventricular lead. In addition, the ventricular threshold and pacing impedance increased. The proximal portion of the lead was explanted and replaced, the remainder remains implanted. The patient was stable.

Manufacturer narrative:
As received, a partial lead, the connector end, was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported events of noise, inappropriate (hv) output, high pacing threshold and high pacing lead impedance were not confirmed.